Manufacturer narrative:
(B)(4). Corrected section b3- date of event.

Event description:
It was reported that the patient was unable to run therapy sessions. There was no report of patient harm or injury. The patient reportedly informed the clinical specialist that she had undergone fat-freezing and that the device did not work after. The clinical specialist troubleshot the device and confirmed that the left lead had an out-of-range/high impedance failure. The patient wanted a magnetic resonance imaging (MRI), but it was not possible due to out-of-range/high-impedance failure. As a result, the patient underwent revision surgery. The right lead was found to have high impedance during the revision procedure, and therefore, both leads were replaced without complications. The post-implant imaging was reviewed, and it was confirmed that the out-of-range was due to the lateral entry point of initial implant procedure.

Event description:
It was reported that the patient was unable to run therapy sessions. There was no report of patient harm or injury. The patient reportedly informed the clinical specialist that she had undergone fat-freezing and that the device did not work after. The clinical specialist troubleshot the device and confirmed that the left lead had an out-of-range/high impedance failure. The patient wanted a magnetic resonance imaging (MRI), but it was not possible due to out-of-range/high-impedance failure. As a result, the patient underwent revision surgery. The right lead was found to have high impedance during the revision procedure, and therefore, both leads were replaced without complications. The post-implant imaging was reviewed, and it was confirmed that the out-of-range was due to the lateral entry point of initial implant procedure.

Manufacturer narrative:
(B)(4). The lead assemblies were received and evaluated. The right lead passed functional testing, and no damage or anomalies were observed during the visual inspection. Visual inspection of the left lead observed a separation in the lead approximately 1 inch below the distal electrode #4. Closer inspection under a lab microscope revealed rounded, fractured coils across all coils. No other damages or anomalies were observed throughout the lead. The lead failed functional testing due to previously observed rounded fractures across all coils. The alleged out-of-range (oor) was confirmed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was unable to run therapy sessions. There was no report of patient harm or injury. The patient reportedly informed the clinical specialist that she had undergone fat-freezing and that the device did not work after. The clinical specialist troubleshot the device and confirmed that the left lead had an out-of-range/high impedance failure. The patient wanted a magnetic resonance imaging (MRI), but it was not possible due to out-of-range/high-impedance failure. As a result, the patient underwent revision surgery. The right lead was found to have high impedance during the revision procedure, and therefore, both leads were replaced without complications. The post-implant imaging was reviewed, and it was confirmed that the out-of-range was due to the lateral entry point of initial implant procedure.